Event description:
It was reported that the console was smoking and also presented with energy delivery failure, burnt spots, and a blow debris shield. Additionally the fiber had visible sparks which is indicative of a fiber break. An orange and red ring was noted around the fiber followed by an unpleasant crackling noise before the fiber stopped working altogether. There was no further information provided on the procedure or patient outcome. This report is for the fiber.

Event description:
It was reported that console presented with energy delivery failure, a blown debris shield with burnt spots, and smoke. Additionally, a broken fiber with reported visible spark was observed. An orange/red ring was noted around fiber, and there was an unpleasant crackling noise, then stopped working altogether. No further information provided on procedure or patient outcome. This complaint is for the fiber.

Manufacturer narrative:
This report is report is being submitted to correct the manufacturing site fields (g1) in section g, all manufacturers.